Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported an "infection" during the second day of wear of the adc freestyle libre sensor. It was further reported that on an unspecified date the sensor had to be removed due to the skin reaction. Customer noted having contact with a healthcare provider who prescribed unspecified oral and topical antibiotics.

Manufacturer narrative:
The product has not been requested back for an investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an "infection" during the second day of wear of the adc freestyle libre sensor. It was further reported that on an unspecified date the sensor had to be removed due to the skin reaction. Customer noted having contact with a healthcare provider who prescribed unspecified oral and topical antibiotics.